Manufacturer narrative:
Product event summary: manufacturer's analysis noted that the plug lock of the device was broken off, and the positive atrial cable was disconnected from the alligator clip.

Event description:
It was reported that the analyzer originally returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.